Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
A stainless steel pin dislodged from the toothbrush head into mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that while using an oral b triumph professional care electric toothbrush the morning of (B)(6) 2016, a stainless steel pin dislodged from the oral-b precision clean brushhead into his mouth. He was not aware of this until he spat out the mouth rinsing water. No symptoms developed. On 12-dec-2016 received consumer's follow-up e-mail: the consumer reported he had discarded the faulty toothbrush head, but the remaining 2 refills from the pack of 4 were currently being used. No symptoms developed.